Manufacturer narrative:
The exact date of event is unknown. Info references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately five years post index procedure the stent graft had an unknown leak. The physician elected not to intervene. Additional information received from the physician stated that the endoleak was a type v endoleak and the aneurysm sac size had been stable for the previous six months. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.